Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a concern of exposed wires on the patient's power cables and there was a green residue coming from a bend on the white power lead. The patient's system controller was exchanged due to a possible water damage and exposed wiring.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged power cables and fluid ingress were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 10 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 12:39:43 and the controller was shut off at 12:40:06. There were no notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller underwent continuity testing and did not pass due to increased resistances found in the wires. The power cables were cut open to inspect the condition of the underlying layers and fluid ingress was observed. No other damage was found. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event